Event description:
It was reported that the pt had not experienced therapeutic effect following new pump and catheter implant in (B)(6) 2010. The actual pump residual volume of 35 ml was greater than the expected residual volume of 9 ml. It was unk if any alarms were heard. Device troubleshooting had not yet been performed. The pump contained hydromorphone (dilaudid). Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).